Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.

Event description:
Device/procedure outcome: original device used, procedure completed. Patient outcome: f11: minor injury/ illness / impairment. Event description: per cnf, it was reported that: after the pfa procedure was completed, afl treatment was performed with rf. Thereafter, the blood pressure dropped. Echocardiography revealed pericardial effusion, and cardiac tamponade was diagnosed. Treatment was then performed. Note: for any patient information field(s) left blank in the cnf - 'asked but not available as per account. In addition, the e-mail address of the physician, who was also the initial reporter, was not available. Infected: infection name: diagnosis or treatment: resolution: completed with this device where did event occur: inside the patient. Patient outcome: adverse event first time the unit was used: tested prior to use: used before expiry date: physician's comment: it was thought that the lower portion had been punctured during the transseptal puncture and that the fara was difficult to advance into the right inferior position, and the wire was operated repeatedly, and if this had been the cause, the situation would have been expected to worsen more significantly. The patient had poor cardiac function, and this may also have been a contributing factor. Generator used ablation catheter used other used event date: (B)(6) 2026. As reported device codes: 2099: no known device problem. As reported patient codes: 9221: pericardial effusion, 9042: cardiac tamponade.